Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4)

Event description:
The patient reported poor telemetry or no telemetry with recharging and being unable to charge. The patient tried using the patient programmer (pp) but it was unable to communicate. The last time the implantable neurostimulator (ins) was charged was 4-5 months ago. It was reviewed how to line up the antenna, reposition the antenna, and turning the dial, but the patient was getting the reposition antenna screen. The patient was redirected to their healthcare provider. The patient called back on (B)(6) and reported a warning power on reset (por) error message on the recharger and pp that couldn't be cleared. It was noted therapy had stopped due to the por. The por was not related to an overdischarge event. After the por message was seen the patient used the pp to sync with the ins and was seeing the recharge the ins screen. The patient didn't know why it would say that because he recharged for four hours the day prior with all coupling boxes. The patient didn't have the recharger with them at the current time so they were unable to troubleshoot. The patient was again redirected to their hcp. Relevant medical history includes multiple back operations.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported his device would not hold a charge. The patient noted that he need to see his doctor about replacing the battery. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.